Event description:
A customer reported that "while sleeping the cannula came out of the site area." This resulted in her having "a bg level over 500mg/dl" and going to the emergency room. She was "vomiting" and "feeling sick." The customer returned home and that is when she reported this event. She further stated her bg levels are "still over 500mg/dl" and she "does not feel well." The "hospital lost her pdm" so she could not activate a new pod. She wanted to re-order another pdm because she had "no back-up method or a back-up pdm" to treat her diabetes. We have no additional information about the emergency room visit (i.e., treatment, diagnosis, length of stay). No product will be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine any product defect or malfunction that may have caused or contributed to the customer's "high" bgs (>500mg/dl) and emergency visit. A dislodged cannula would disrupt insulin flow and likely contribute to the customer's "high" bgs but we cannot confirm that this occurred. No bg or insulin history was provided to determine the course of events that led up to the emergency room visit which makes it impossible to make any conclusion. The omnipod's user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result." In this instance, because the customer was sleeping when the cannula had come "out of the site area", she may have benefited from using an adhesive product. A resource guide can be found on our website and it offers tips on adhesive products to use for various skin types that help the pod stick and hold the pod in place. No lot number was provided and we therefore cannot review the qualification records.